Event description:
It was reported that the fiber did not respond. Had no power at 31,563 joules. Gland volume 50 ml. Time expended 3:43 minutes. The procedure was completed using a second fiber. There was no patient injury.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #414a, serial # (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification; the metal cap exhibits moderate detritus buildup. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Forward firing of the side firing surgical fiber.